Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a(B)(6)-year-old male noted as high risk percutaneous coronary intervention was implanted with impella cp for mechanical circulatory support. After the impella was successfully implanted, there was difficultly with achieving optimal flows. Fluid bolus was administered twice. Flows improved with slight repositioning of impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records